Event description:
Discrepant advia centaur cp troponin results were obtained for a patient. The results were reported to the physician. The sample was retested and a corrected report was issued. It is unknown if there was a patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument found that the cause for the discrepant troponin result was due to kinks in the reagent probe tubing. The fse replaced the probe and performed system maintenance. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.